Event description:
Bi-articular hip cup could not be removed from femoral head during revision surgery due to loosening of hip stem. At removal, heavy wear of polyethylene at fringe of c-ring was observed.